Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia episode for which therapy was exhausted with non-conversion of the rhythm. The physician is considering either adding an additional subcutaneous electrode lead or replacing the device with a non-boston scientific device. No adverse patient effects were reported. Additional information was received that this device was explanted due to therapy upgrade. Further information regarding product return status has been requested.